Manufacturer narrative:
UDI = (B)(4); the product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency room after receiving a shock. Upon interrogation a ps code was observed. It was also noted three loud chirps were heard after the shock. Device data review found the ps code was trigger due to a reset during shock delivery. Device replacement was recommended. An invasive procedure was performed and the device was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. Analysis of device memory confirmed the ps code. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output.

Event description:
---